Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented for follow-up in backup vvi. The device was explanted and replaced on (B)(6) 2013. It was noted that the device was previously exposed to computed tomography (CT) scan.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup vvi mode. The multiple non maskable interrupt occurred, which triggered backup vvi operation. After downloading the product code, normal function ensued.